Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to a have damaged conductor wire insulation. There was fragmentation of the insulation, but it was still attached, and the internal conductor wires were not exposed. The internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Common causes of damaged insulation instrument are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument had a frayed wire. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the 8mm maryland bipolar forceps instrument was inspected by the technician and it was determined that instrument was unfit to reprocess due to the frayed wires. Customer could not provide confirmation if fragment(s) fell into the patient's anatomy.